Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-32-40 - expanded glenosphere, 40mm, for small reverse.

Event description:
It was reported that this patient's left shoulder had dislocated. Surgeon went in and did a thorough debridement, then switched out the +0 liner for a new 40mm +0 constrained liner. Implant failed a few weeks post op. Unable to obtain images or x-rays. No additional patient/medical information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.